Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site and verified alignments, cleaned aspiration tube, cleaned pipettor wash tower, adjusted us device and replaced proactively some consumable items like o-ring and piston seal. No issues were found with analyzer. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. All mdrs associated with this event are: 2122870-2016-00183; 2122870-2016-00184. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for one (1) patient's sample involving the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)). The initial access toxo igg result recovered (B)(6). The customer reanalyzed the patient's sample three (3) additional times on the same laboratory's access 2 immunoassay access clinical system and obtained three (3) (B)(6) results. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patient 1. MDR 2122870-2016-00184 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patient 2. Calibration and system check were performing within assay and instrument specifications. The customer stated they ran quality controls before the event and they met specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.